Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported the patient's implant was discharging very quickly and the issue began at least 3 or 4 months ago. Caller stated within 18 hours the implant would go from 100% to less than 10%. Caller noted the patient had an appointment with their healthcare provider this morning. Caller mentioned the patient's stimulation was set at 5.1 to 5.3. Agent reviewed information and redirected caller to healthcare provider. No symptoms were reported.